Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch episodes. Programming changes on the atrial sensitivity was made; the ra lead will continue to be monitored. There were no patient consequences.